Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2010. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 to treat stress urinary incontinence and a sling was implanted. It was reported post implantation the patient experienced pain, infection, bleeding, urinary problems and dyspareunia. No additional information provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.